Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that the patient's second device was defective, something was wrong with it and it needed to be replaced a week after implant. The date of when this occurred was unclear. It was thought that this was a 40 cc pump. Additional information has been requested, however, no further information was provided as the physician's office had been 'shut down.'